Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that the broken plate 04.211.201s was forwarded to the manufacturing plant for investigation. Received condition: small piece is broken off. Implant is strongly deformed and scratched. The implant was received in two pieces. The big piece of the implant and one small, broken off piece from the thread hole. The implant is deformed. Marks and scratches are visible on all sides. Especially the two holes on the right side show a lot of deformation and marks. The upper right hole is torn, the lower right hole shows strong scratches. A review of the inspections performed in ¿production¿ and ¿final inspection¿ showed, that the part was inspected according to specification and found to be good. The plate was measured and found to be conforming to the specifications. No manufacturing fault was detected. Based on the complaint description and the investigation it was likely that the procedure during contouring the plate must have created an overloading situation which finally led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4) the device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4) - manufacturing date: november 20, 2014 - expiry date: november 1, 2024. No anomalies were detected during device history record review. No non-conformance reports (ncr) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a femoral trochanter fracture procedure on (B)(6), 2015. During the surgery, the x-plate broke as the surgeon attempted to contour the plate. The surgery was extended for five (5) minutes. No patient harm was reported. This report is 1 of 1 for (B)(4).